Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05137 / 05138).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure has been indicated due to cobalt and chrome sensitivities; however, no revision has occurred at this time. No further information has been provided.